Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical was not able to reproduce the reported issue. Unit passed 72 hours extended testing at customer settings with unusual alarms or conditions. Ventilator passed troubleshooting final test which includes many alarm and ventilation functions. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 has continuous high peep (positive end expiratory pressure) alarm. As of this time there is no information about patient involvement associated with this event.